Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the needle was detached from the sensor. Customer's blood glucose level was unknown. Advised to monitor the issue.

Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. We were unable to confirm if customer received sensor in said condition due to customer returned opened/used. Complaint against sen-serter. We were unable to confirm adhesive anomaly due to sensor was returned opened/used.